Event description:
It was reported that the device did not detect the syringe intermittently. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed top case corner damage and bottom case loses sealing glue. Event history log confirmed ¿flange not in place¿ and ¿check clutch/plunger¿ error occurred. Functional testing was able to replicate the reported issue; the pump was unable to detect the syringe. The root cause was determined to be malfunctioning size pot, position pot, plunger, plunger tube, plunger wire, clutches, and damaged top case, bottom case, and lead screw. The malfunctioning components were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.